Manufacturer narrative:
Patient information was not provided for reporting. Date of event is an unknown date in (B)(6). Date of this report is an unknown date in september. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Date of implant is an unknown date in (B)(6) 2017. Device remained implanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2017, the connecting screw was very difficult to disconnect from the tibial nail during a tibial nail procedure with suprapatellar approach. The connecting screw was stuck on the nail and the surgeon used a cannulated shaft with an 8 mm hex along with a ratchet wrench to disconnect the connecting screw. The nail remained implanted. The surgery was successfully completed with an approximate five to ten-minutes surgical delay. Routine intraoperative x-rays were taken. The patient was reported to be stable. Concomitant devices reported: cannulated shaft with 8 mm hex 125 mm (part # 357.398, lot # unknown, quantity 1), ratchet wrench-11 mm width across flats (part # 321.20, lot # unknown, quantity 1). This report is for one (1) unknown nail. This is report 2 of 2 for (B)(4).